Event description:
See also manufacturer report 3004209178200803266. It was reported that the pt's interstim device was removed due to infection. The pt was on medication for another condition which prevented her implant incision from healing. The pt still has a wound from the implant. This was the pt's second implant removed for infection. Further info is being requested from the hcp.

Manufacturer narrative:
.